Event description:
A hospital in (B)(6) reported via a distributor that they found a pin hole in the inspiratory limb of an rt319 adult breathing circuit the day after start of patient use.no patient consequence was reported

Manufacturer narrative:
(B)(4). The rt319 adult breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the returned rt319 breathing circuit was visually inspected. Results: damage was observed in the tubing, near the elbow, in the form of clamp marks on oppostie sides of the tube. Conclusion: based on the fact that the circuit was used for a day before the damage occurred it is clear that the damage was caused by the user. All rt319 breathing circuits are visually inspected and pressure tested for leaks before releasing for distribution. Any breathing circuit which fails any of these tests is discarded. The user instructions supplied with the rt319 breathing circuit state: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms.